Event description:
It was reported the pt ((B)(6)) lost weight and now experiences discomfort at the ipg site as it is superficial. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Sjm has limited information related ot the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.